Manufacturer narrative:
Device evaluation: the zib6 device of unknown rpn and unknown lot number involved in this complaint was not returned for evaluation. With the information provided, a document-based investigation was conducted. This file was created in response to the attached pmcf study and will capture stent occlusion. Manufacturing records review: prior to distribution all zib devices are subjected to a visual inspection and functional inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Instructions for use and/label review: as per the instructions for use, ifu0040 which informs the user about the potential adverse events that may occur: allergic reaction to contrast or medication, allergic reaction to nitinol, bile duct ulceration, bile leakage, biloma, cardiac arrhythmia or arrest, cholangitis, cholecystitis, cholestasis, death (other than due to normal disease progression), fever, hemothorax, hematoma, hemorrhage, infection/abscess at access site, inflammation, liver abscess, nausea/vomiting, obstruction of the pancreatic duct, pain/discomfort, pancreatitis, perforation, peritonitis, pleural effusions, pleuritis, pneumonia, pneumothorax, recurrent obstructive jaundice, respiratory depression or arrest, sepsis, stent fracture, stent migration, stent misplacement, stent occlusion, trauma to the biliary duct or duodenum, tumor overgrowth, tumor seeding, vascular injury (including portal or hepatic vein or artery). It should be noted that the instructions for use (ifu0040) lists ¿stent occlusion¿ as a potential adverse event. There is no evidence to suggest that the customer did not follow the instructions for use. Image review an image was not returned for evaluation. Root cause analysis a definitive root cause could not be determined. A possible root cause can be attributed to patient pre-existing condition and/or a known potential adverse event. As per the pmcf, the cause of the re-current biliary obstruction was undocumented however, as per the pmcf, the site determined the event to not be related to the study device, or procedure and related to the patients preexisting condition of cancer. Also, as previously noted, ¿stent occlusion¿ is listed as a potential adverse event in the IFU. Confirmation of complaint: the complaint is confirmed based on customer and/or rep testimony. Corrective action/correction complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the initial reporter, on the (B)(6) 2018 the patient underwent a stenting procedure where 03 zib6 stents were placed in the common hepatic duct for bile duct cancer along with two non-study stents. There were no adverse events related to the procedure. On (B)(6) 2019 the patient experienced re-current biliary obstruction within one of the study stents. The cause of this was due to tissue or tumor overgrowth. The treatment involved endoscopic intervention with a new study stent. The site determined the event to not be related to the study device, or procedure and related to cancer. Confirmed quantity of 01 x used device. Patient death was reported on the (B)(6) 2022. The cause of death was unknown but as per medical advisor input, the cause of death was related to the bile duct cancer.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 08-apr-25.

Manufacturer narrative:
PMA/510(k)#: k182980. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
(B)(6) 2018 date of first implant procedure in common hepatic duct for bile duct cancer. 3 study stents placed and 2 non study stents placed. 2x zib6-?-10.0-60, one of which was placed side-by-side with a zib6-?-10.0-40. Pre stent dilation performed in hepatic duct. No adverse events related to the procedure. Patient received chemotherapy post procedure. Re-current biliary obstructions (B)(6) 2019. 317 days post procedure. Obstruction within study stent. Not documented if patient presented with any signs/symptoms. Reintervention was unsuccessful as it was impossible to rechannel the stunts. Treatment endoscopic intervention new study stent. The site determined the event to not be related to the study device, related to cancer. Pain (discomfort) (B)(6) 2018. 157 days post procedure. No treatment. The site determined the event to not be related to the study device, related to drain changing. The reintervention for recurrent biliary obstruction was noted as not successful due to ¿impossibility to rechannel the stunts.¿ on (B)(6) 2022, the patient died. The cause of death was unknown.